Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber became end-firing (forward-firing). The fiber was replaced and the procedure completed using a second surgical fiber patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4): based on the product analysis, the product complaint of "fiber became end firing" could not be confirmed. The glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the fiber was tested with hene laser fixture, the aim beam is visible at the output window and is not forward firing; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Probable root cause: based on the product analysis results, the product complaint of "fiber became end firing" could not be confirmed; cap wear was observed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.